Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gan jt, chandrasekaran sk, jusoh tbt (2020), clinical outcome and operative cost comparison: locked compression plate versus reconstruction plate in midshaft clavicle fractures, acta orthop traumatol turc, volume 54, number 5, pages 483-487, (malaysia) . This study was carried out with the objective of comparing the clinical outcome of displaced clavicle fracture fixed with the lcp and the nonlocked reconstruction plate. Between january 2013 and june 2018, 55 patients with acute unilateral closed midshaft clavicle fracture who were treated with either a locked compression plate or a nonlocked reconstruction plate were included in the study. There were 32 patients with 25 men and 7 women with a mean age of 35 years (range: 19-63 years) who were treated with a locked compression plate, and all were implanted with an unknown synthes 3.5-mm pre-contoured locking compression plate. There were 23 patients with 20 men and 3 women and a mean age of 31.4 years (range: 17-61 years) who were treated with a nonlocked reconstruction plate, and all were implanted with a competitor¿s 3.5 mm nonlocked reconstruction plate. The clinical outcomes in terms of fracture union, quick disability of arm, shoulder and hand (dash) score, implant irritation, failure rate, and reoperation rate were evaluated retrospectively. The patient billing records were reviewed to obtain primary operation, reoperation, and total operative cost for midshaft clavicle fracture. All patients were followed up for at least one-year duration. Complications were reported as follows: 10 patients had implant irritation. 6 of these patients underwent reoperations as the implant irritation persisted despite fracture union, and the symptom was not tolerable by patients. This report is for the unknown synthes 3.5-mm pre-contoured locking compression plate. This is report 1 of 1 for (B)(4).